Event description:
It was reported that the patient experienced a return of symptoms with muscle rigidity. It was also reported that there was a volume discrepancy greater than 25%. The expected reservoir volume was 2.5ml, the actual reservoir volume was 6ml. No patient treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.